Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, they noticed scratch on the lens after insertion in the eye. Lens was removed during the initial procedure. The procedure was completed with back up lens. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).